Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 13-year-old female child patient faced issues with infusion set's tubing and cannula as she received occlusion alarms, which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, she went to emergency room due to high blood glucose level and diabetic ketoacidosis. Her highest blood glucose level was 700 mg/ dl. The site location was patient's abdomen and the infusion had been used for less than three days. Reportedly, the issue occurred within 3 hours of insertion. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient stayed for 2 days in the emergency room. No further information was available.